Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. (B)(4).

Event description:
The customer reported that the device restarted unexpectedly while in use on a patient. There is no indication of negative patient impact.

Event description:
The customer reported that the device restarted unexpectedly while in use on a patient. There is no indication of negative patient impact as the device was turn on and worked as expected following the restart.